Event description:
Customer is running a blind study. Samples are research samples, however, data can be used to make changes in treatment for the patients. During the course of the study, they received discrepant results for sodium and potassium intermittently. The following data was provided and determined to be discrepant: samples 1 through 3 were initially tested on (B)(6)2009, first repeat same day and repeat performed (B)(6)2009. Sample 1, initial potassium gave 2.2; repeats gave 3.8 and 4.2 mmol per l. Initial sodium gave 62.5; repeats gave 124.4 and 140.8 mmol per l. Sample 2, initial potassium gave 3.3; repeats gave 4.0 and 3.7 mmol per l. Initial sodium gave 106.5; repeats gave 138.1 and 125.4 mmol per l. Sample 3, initial potassium gave 2.7; repeats gave 4.4 and 4.1 mmol per l. Initial sodium gave 83.5; repeats gave 147.8 and 138.0 mmol per l. On (B)(6)2009: sample 4, initial sodium gave 108.1; repeat same day gave 158.2. Sample was again repeated on (B)(6)2009 resulting at 160.0 mmol per l. Initial potassium gave 3.2; repeated same day and again on (b)6)2009 giving 4.5 mmol per l each time. User said falsely low results were not reported. Patients not adversely affected. If add'l info is received, appropriate notification will be provided.